Manufacturer narrative:
Additional information: complaint allegation is confirmed by the attached picture, which shows the tip/distal end of the shaft of the capsule close scorpion broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufactured 2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee that an ar-16992 tip broke inside the hip. This was discovered during a hip arthroscopy procedure. After pulling out the instrument, 2 more pieces came off, one was the spring. The 1 piece that detached inside the boy was taken out. The other two pieces detached outside the body when the hospital nurse passed the instrument back to the scrub nurse. The case was completed successfully.